Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that a revision surgery was required for an accolade 1 after the patient presented to the hospital with a failed/broken hip and severe trunnionosis.